Manufacturer narrative:
Updated data: b4,e1(email),g3,g6,h2,h10,h11. Corrected data:b5,d10,h6(clinical,problem & impact).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit needs repair customer stated there were trigger problems. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit needs repair.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). Additional information: e1 (event site city: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.